Event description:
It was reported that when entering a drug name, the screen would "lock up" after the first letter was selected.

Manufacturer narrative:
(B)(4). The sigma device evaluated found the (.), #2, #4, #5, #6, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.